Manufacturer narrative:
Evaluation results: four (4) bivona tracheostomy tubes (neo/ped flextend plus) were received without their original packaging inside a ziploc bag. The samples were received in used condition. Visual inspection was performed at 12 inches under normal conditions of illumination in order to detect any damage on the parts. During the visual inspection, it was observed that the flanges were broken and had splits. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The most probable root cause is that the damage occurred after the product left the manufacturing facility.

Event description:
Information was received that the flange of a smiths medical bivona uncuffed neonatal flextend plus straight flange tracheostomy tube cracked and separated from the tube. There were no adverse effects.